Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The service engineer (se) was not able to duplicate the reported issue. The se performed extended self test and short self test and all test passed. No parts were replaced. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the exhalation valve test failed on the ventilator. No patient involvement.